Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as blistering with bumps in the middle of his back and in the front of the garment. The patient reported a possible allergy to nylon. It was reported the irritation appeared similar to yeast blisters. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the irritation improved. The patient reported speaking to the doctor and nurse about the irritation and reported the doctor was aware the device was removed. Reporting out of abundance of caution. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as blistering with bumps in the middle of his back and in the front of the garment. The patient reported a possible allergy to nylon. It was reported the irritation appeared similar to yeast blisters. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the irritation improved. The patient reported speaking to the doctor and nurse about the irritation and reported the doctor was aware the device was removed. Reporting out of abundance of caution.